Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported needle to cuff miss appears to be related to user deployment technique deployment out of sequence. The subsequent treatment appears to be related to procedure circumstance. The plunger was reportedly retracted before it had been pushed forward to deploy the needles, which is out of sequence for device deployment. It should be noted that the perclose proglide instructions for use, states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. In this case, the deployment out of sequence was due to the tech's wrist accidentally caught on the plunger pulling it back slightly. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). Failure to follow steps/instructions - the plunger was reportedly retracted before it had been pushed forward to deploy the needles, which is out of sequence for device deployment. Per the instructions for use (IFU). Deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. Gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. Na.

Event description:
It was reported that puncture closure of a right common femoral vein was attempted using a proglide device with a 6f sheath after a electrophysiology interventional procedure. Reportedly, the proglide was inserted into the vein, the foot was opened and the device was pulled back against the vessel wall. When moving his hand to attempt step 2 (pushing the plunger to deploy the needles), the operator's wrist accidentally caught on the plunger pulling it back slightly. The plunger was deployed, but resulted in a cuff miss. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.